Event description:
A physician reported a patient who was originally skin tested in the right forearm on 8/5/97 with negative results. On 11/12/97, the patient received her first treatment in the oral commissures and the glabella. On 11/16/97, the oral commissure treatment areas became red and inflamed, and the glabellar area and test site were slightly pink. The physician believed that the patient had a hypersensitivity to collagen. The physician prescribed oral antihistamines on 12/2/97. As of 12/2/97, the physician had no further plans for medical intervention for this patient.

Manufacturer narrative:
The physician reported that in december 1997 and january 1998, subcutaneous triamcinolone was prescribed. The symptoms resolved by july 1998.